Event description:
During an in-clinic follow-up, noise and oversensing were detected on the right ventricular (rv) lead. No known intervention has been performed to resolve the event. The patient was stable and will continue to be monitored.